Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. The log analysis showed that the potentiometer to adjust the oxygen concentration had failed on (B)(6)2016 at 13:10h. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. (B)(4)) has to be kept ready, as described in the instructions for use. The device was sent to the dräger workshop in (B)(4) for repair. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
It was reported that during a patient transport the ventilator stopped ventilation, showed a black screen and then ¿device error¿ on the screen. Ventilation was immediately continued manually and then with another ventilator. No injury reported.